Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Commanded lead impedance testing was performed, with normal measurements confirmed on the right atrial (ra) and left ventricular (lv) channels. In the rv channel, the pacing impedances were normal in the unipolar configuration, but were less than 100 ohms in the bipolar configuration. Data in the device memory detailing the charge depletion measurements of the device confirmed a higher than normal current drain had occurred at or near the time of the attempted implant. The device case was removed. A microscopic inspection of the internal circuitry revealed no irregularities. Automated testing of the internal circuitry isolated the problem to the rv ring circuit. Additional testing of internal components was completed. A high current drain in the low voltage power supply area on one of the components was identified. No further analysis could be performed due to the inability to further de-process the component. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy pacemaker (crt-p), loss of right ventricular (rv) capture was observed when the rv lead was connected to the device. Low pacing impedance measurements were also observed. The lead was removed from the device and reconnected numerous times with the same result. This device was not used and a new crt-p was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. This report will be updated when analysis is complete.